Event description:
It was reported that during system start-up for da vinci surgical procedure, the surgical staff received a message notifying them to check the yellow cable. An isi technical support engineer attempted to troubleshoot the issue via telephone and had the surgical staff power down, emergency power off (epo) the system, and check for bent pins on both ends of the yellow cable. All of the pins were straight. The system was restarted and the same message appeared. The same actions were performed, except that the yellow cable was swapped with another system cable after the epo. The system was restarted again, with the same result. The patient was under anesthesia when the surgical staff made the decision to abort the planned procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Investigation conducted by field service engineering concluded that the error message was associated with one of the remote interface adapter printed circuit assembly (ria pca) boards. An ria pca is assigned to each system arm and performs numerous functions related to the function, control and hardware fault monitoring for its assigned arm. It was determined that the yellow cable connected to the affected ria pca may have been hot plugged while the surgeon side console was turned on, subsequently damaging the ria pca. The system was repaired by replacing the affected ria pca. The ria pca was returned to isi for failure analysis evaluation. Engineering discovered a damaged capacitor, thus generating the system error message experienced by the customer.